Manufacturer narrative:
Investigation of logs completed. Logs reveal a sensor link error occurred while blood sync data was loading to the sensor, the pump was stopped due to the error and was expected due to uneven mixing in the reservoir. Error self-rectified after less than 1s. There would be no risk of patient harm as a result of this. Spectrum medical is working on an improvement.

Event description:
User reported that after 25 seconds of the commencement of bypass, with fluid level above safe flow level and during blood mixing, the level sensor malfunction (10810) alarmed with a pump stop for 4.5 sec. Sensor error self corrected and flows returned to pre-alarm setting. There was no patient harm as a result of this.